Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, the right ventricular lead exhibited low high-voltage lead impedance. On (B)(6) 2017 the patient presented in clinic and no changes were made. The patient would continue to be monitored.